Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed that this device is part of a voluntary recall for manufacturer ref.: (B)(4), local nca ref.: (B)(4). Coloplast has identified that titan touch pumps manufactured between september 17, 2022 through december 2, 2022 have a decreased wall thickness (compared to the current standard) and are therefore, subject to this voluntary recall. A decreased wall thickness may result in difficulty inflating and/or deflating the device, pump failure, or a fracture of the pump.

Event description:
According to the available information, the titan touch was removed due to deflation issues. Once the patient pressed the pump, the prosthesis is activated and the cylinders fill up, the prosthesis is swollen. When he pressed the deactivation button the cylinders will not deflate completely: they will deflate by a 20%-30% maximum. This causes pain to the patient in the penis area.. Additional information received indicated that the surgeon did not place a new implant because there was an infection.

Event description:
According to the available information, when the patient presses the pump, the prosthesis is activated and the cylinders fill up. However, when the patient presses the deactivation button, the cylinders do not deflate completely, they only deflate by 20-30%. This caused pain in the penile area. Replacement of the device was planned for (B)(6) 2023.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information this inflatable penile prosthesis was revised due to difficulties deflating the device.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. The information received indicated the device was not able to deflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
Additional information received further reported that, due to infection, a new device was not implanted.